Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was still oversensing and causing inappropriate vf diagnosis. Further programming changes were made.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post sensed t-wave oversensing on the ventricular lead was observed on a stored emg. The patient received inappropriate atp and hv therapy. The device was reprogrammed successfully. The patients condition is stable.